Manufacturer narrative:
(B)(6). The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4). Device history record review was conducted on (B)(4) 2011 with the following findings. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
A family member reported that the up arrow, down arrow, and ok keypad buttons have been intermittently unresponsive for the past few weeks. She noted that the buttons still click and spring back when pressed. The family member denied physical damage to the keypad; denied exposing the pump to moisture and cleaning products; and stated that the patient wears the pump clipped to his pants.